Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Internal inspection found all six motor mount screws to be severed. The device was found out of specification in relation to the reported system error 110 alarms which were verified through a review of the event history log and found to be caused by the severed motor mount screws. The motor assembly will be replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 110 (pic counts per cam error) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.